Event description:
It was reported "battery takes long time to get fully charged". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.